Event description:
On friday (B)(6) 2014, a procedure was being performed at (B)(6) surgery center involving the use of a boston scientific genesys mta procerva procedure set device. The operating room (B)(6), explained that during the procedure, "they followed directions and all the prompts. An error occurred and it wouldn't complete the 'initialize and fill' phase. After it displayed an error message and after looking over the system, the team finally attempted to rectify the issue by restarting the generator. They ended up needing to remove the cassette to re-initialize. When they did that and re initialized; the cassette was being identified as already having been used and it wouldn't proceed due to being a single use item," after which a new hta was used with no issues. The assistant materials (B)(6), contacted boston scientific directly. During the phone call (B)(6) noticed that the manufacturer numbers on the box and on the package of the failed hta were not the same. The box read #(58021 but the item inside the sealed box read #58023, boston scientific customer service stated that item #58023 had not been approved for sale to the public yet and to contact the company representative, (B)(6), and this was done by both (B)(4) and the supply chain (B)(4). Upon inspection of the remaining (B)(4) hta devices on (B)(6) shelves, (B)(4) of those were found to be incorrectly packaged shipments and were separated from the (B)(4) correctly packaged ones. (B)(6) is currently awaiting word from boston scientific as to how they would like to proceed with handling the incorrectly packaged items.